Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the proximal conductor fractured. It was noted that there was blood/body fluid on all conductors (not obstructed), all insulators were breached (clavicle-rib crush), the outer insulation was kinked/buckled, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was a white substance found on the device/lead.

Event description:
It was reported that the right atrial (ra) lead had high thresholds. It was also reported that both the right ventricular (rv) and ra leads had low impedance. The ra lead was removed, the rv lead was capped and both leads were replaced. No patient complications have been reported as a result of this event.